Manufacturer narrative:
The remote service center (rsc) checked ultrasonics - all probes locked at 100% multiple times except reagent 2 (r2) probe which dropped to 62% when first activated. The customer was advised to change the sample probe, the reagent 3 (r3) probe and clean the sample drain. The rsc dispatched the customer service engineer (cse) to further check all ultrasonics and film height to rule out wicking and replace r2 ultrasonics. The cse adjusted film height, replaced sample arm, r2 transducer and ultrasonics board. The cse aligned sampler, reagent (r1) probe and r2 and then checked syringe gaps and sample metering syringe titration. The cse primed system and the system passed system check. The customer will run quality controls (qc) and the cse will follow-up. Cse returned to the customer and replaced sample mixer, sample probe tubing and sample drain. They realigned sample probes and all alignments were off. They primed sampler and sample probe cleaner. A system check and quality controls (qc) passed. The cause of the discordant, falsely elevated phosphorous result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated phosphorus (phos) result was observed on a dimension exl with lm instrument. The sample was repeated on an alternate dimension vista instrument; the repeat result was lower than the discordant result. The patient's initial result was not reported to the physician(s). The sample was sent out to an alternate testing location and resulted lower than the initial discordant result. The customer is not able to provide information on this patient and did not provide the results. There are no known reports of patient intervention or adverse health consequences due to the discordant phos result.